Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) do not use-tg osseotiteâ® implant 1.8, 5 x 11.5mm (tg2511) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use and wear. Bone / tissue attached to external threads and fractured at the collar area. A damage abutment was also returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 29 (universal) and was used for approximately 7 months, 21 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown abutment) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (150713) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction did occur, and the reported event was confirmed, since the implant was identified as fractured during evaluation, and the unknown abutment was identified as damaged.

Event description:
During product inspection a damage abutment was also returned, and the unknown abutment was identified as damaged.